Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor memorygel breast implant 325cc gel prosthesis, catalog: 3503254bc, serial number: (B)(4), lot: 5575176. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) caucasian female patient underwent breast augmentation revision with a mentor memorygel breast implant 325cc gel prosthesis. Rupture on the right breast prosthesis was diagnosed through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 225cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
Also on 7/12/2018, mentor received additional information: patient age at the time of event: (B)(6), date of event: (B)(6) 2016, implantation date: (B)(6) 2005. The mentor failure analysis lab received the device for evaluation on 7/12/2018. Device evaluation summary: the device was returned at mentor containing a clear gel. Gel was observed on the shell surface. The device was severely rented, it was returned in two pieces. In addition, a crease was observed within the rent. No other anomalies discovered. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5596248 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).